Event description:
The report from the study that approx twenty-six (26) months after the index procedure, the pt had been having angina. Approx thirty-two and one-half ( 32 1/2) months after the index procecure the pt, a diagnostic coroary angiography done revealing a new lesion proximal to the previously implanted cypher stent, in the left anterior descending (lad) identified as inlet restenosis, a new lesion in the large first (1st) obtuse marginal (om), and a new lesion in the right coronary artery (rca). The new lesion was reported to be some distance from the previously implanted cypher stent. The pt was then scheduled for a percutaneous coronary interventin (pci). Thirty-five (35) months after the index procedure, the pci was done with the indication being chest pain (stable angina ccsiv) and assoicates shortness of breath (sob) with a positive stress test (bruce protocol). The lad restenosis was treated y implantation of a taxus liberte 3.5 x 16 mm stent at 14 atm. The rca restenosis was treated by implantation of a taxus liberte 2.75 x 20 mm stent at 15 atm. The new lesion in the om branch was described as a bifurcation lesion was treated by implantation of a taxus liberte 3.0 x 16 mm stent at 12 atm.

Manufacturer narrative:
Index procedure: the pt was admitted to the hosp, screened for the study and had the index procedure on the same day. The pt had a cypher 3.5 x 18 mm successfully implanted in the proximal lad at 13 atm. A cypher 2.5 x 18 mm stent was successfully implanted in the mid rca at 14 atm. Total contrast used was 250 cc. Cardiac enzymes were reported to be normal at six (6) and twelve (12) hours post-procedure. The pt was discharged the next day without complaints of angina. Please note that device is distributed outide the united states, however it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2006-01125 and #9616099-2006-01126.